Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified high sensor scan results and it is unknown whether the customer noted a trend arrow on the device. The customer experienced muscle weakness, blurred vision, difficulty with concentration, and a seizure. The customer was unable to self-treat and required treatment from a non-hcp using sweetened beverages and sweetened gummy candies. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.